Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device failed the defibrillation test in the operation test. There was no patient involvement.

Event description:
The customer reported that the device failed the defibrillation test in the operation test. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem was not verified or duplicated during lab tests. However, it was found that resistor r264 was defective, which could easily cause the reported problem.

Manufacturer narrative:
Note that the serial number has been updated (B)(4).